Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4). Near the end of a whole leg harvest, while sealing a branch, the hemopro device would only beep a couple times before stopping while being activated and would no longer seal/cut. Multiple attempts were made by releasing and reactivating, but the same issue continued to happen. All connections were checked, and dis/reconnected with no change, then switched to the other hemopro power supply box and it worked fine. It was apparent the malfunction was due to the power supply box itself and not the device or cord. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(6) . Near the end of a whole leg harvest, while sealing a branch, the hemopro device would only beep a couple times before stopping while being activated and would no longer seal/cut. Multiple attempts were made by releasing and reactivating, but the same issue continued to happen. All connections were checked, and dis/reconnected with no change, then switched to the other hemopro power supply box and it worked fine. It was apparent the malfunction was due to the power supply box itself and not the device or cord. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) . The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory on 17mar2021. An investigation was conducted on 21apr2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was connected to a power cord and the power switch was turned to the "on" position. The device was able to be energized. The green indicator light did illuminate and the device provided energy to a reference hemopro device and extension cable. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A functional test was performed on the unit using the ¿vasoview power supply accuracy and power supply operating ranges¿ outlined in equipment calibration procedure for vasoview power supply, mcv00030545, rev b., section 7.1.2 accuracy - a) no load voltage test ¿ requirement: 5.5 vdc +/- .05 vdc step b) low current output test ¿ requirement: 4.0 +/- .05 amps dc step c ) high current output test¿ requirement: 6.0 +/- .05 amps dc. The device passed no load voltage test: 5.50 vdc (passed), the low current output test: 4.02 amps (passed) and high current output test: 6.02 amps (passed). Based on the returned condition of the device, the reported failure "electrical issue" was not confirmed.